Manufacturer narrative:
B3 unknown. One device was returned for repair in used condition. This device has not been serviced in the past. Primary problem of "error code 45639" was duplicated. Replaced the printed wire assembly (pwa) board to solve the problem. Preventive maintenance was performed. Device passed all functional tests after the repair.

Event description:
It was reported that the device had an error code 45639. There was no patient involvement.